Event description:
It was reported that a low ma error was displayed on the 9800 system during a procedure. Case was able to continue by selecting any key on the doghouse. It was also noted that problem happened in the morning, but the rest of the day and the next day no problem was noted. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. However, the error was recorded in the error log at hi technique. As a proactive measure, the high voltage leads were cleaned and greased. The system was tested and found to be working as intended and placed back into service.